Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken. A piece measuring proximately 0.082¿ x 0.100¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. An additional observation not reported by the site was also identified. The instrument was found to have various scratch marks on the main tube. The scratch marks were 0.081¿ - 0.158¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. A pitch and grip input disk bearing exhibited orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4). The tip-up fenestrated grasper had 2 uses remaining after last use. The instrument has a maximum of 10 uses. This complaint is classified as a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper's gray sheath overlapped the end of the instrument making it difficult to remove from the instrument arm. The release kit was used to remove the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that she did not notice any issue with the instrument during the case. The patient was fine with no injuries. There are no pictures available for review. There is no patient information available.